Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having difficulties with serter and had to insert sensor manually, as a result, customer received a lost sensor alarm, calibration error alarm and a change sensor alarm. Customer's blood glucose was 585 mg/dl. Customer reported that insulin pump was not communicating with transmitter. Customer was advised that sensor and serter would be replaced.